Event description:
Customer reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer experienced this issue multiple times and was using a pump still covered under warranty, expected to use current pump as backup until a replacement was received. Tandem technical support assisted with resetting the pump, provided storage mode instructions, and arranged for the shipment of a new pump with updated software. Customer was advised to return the malfunctioning pump to tandem using a provided return box and pre-paid label.